Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. System testing did not indicate any abnormal operation of the controller, except that the real time clock (rtc) was reset to zero. However, when the date and time were set to actual time, controller was able to keep accurate date and time. No failure detected; the controller was able to retain the correct date and time during bench testing. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while at the clinic, it was noted that the patient's controller had a time stamp set to "00". The controller would not hold date and time. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.